Event description:
Reportedly, during a nissen fundoplicaiton, the instrument loaded properly and was clamped onto the stomach. The surgeon fired as normal and it appeared that the staples did not form properly. The knife cut, but staples were malformed. Once fired to the distal end, they were unable to pull back on the black knobs, to release the staple cartridge. They were forced to pry the staple cartridge off of the stomach, with a burlisher. Surgeon had to hand sew and had to put a stomach tube in.